Event description:
It was reported that the customer was hospitalized for dka. The customer stated that md believes that the cause of the event was pump related. In addition, the customer said that bgs were fine until they did a set change. It was indicated that the programming and histories were accurate. Troubleshooting was performed and the pump passed the prime test. It was noted that the customer will call back when they receive the clamp for the occlusion test. Also, the md is requesting for the pump to be replaced.